Event description:
Pt implanted 10/23/97 in upper and lower vermilion borders. Onset of lack of correction, loss of correction and implant displacement, date unk. Implant explanted 6/9/98. There were removal difficulties. No other info is available.